Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a endovive low profile balloon replacements was used during a feeding tube replacement procedure. According to the complainant, the balloon on the feeding tube which had been placed 5 weeks prior ruptured and fell out of the patient. The patient was brought to the emergency room and the feeding tube was replaced with another endovive low profile balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and... The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B) (4).